Event description:
The user reported falsely elevated alinity I ca 19-9xr and provided the following data: ca 19-9 result was 7466.1 (reference range: 0-37 u/ml). Sample tested on the roche platform, which generated a result of 18.67 (reference range: 0-25 u/ml). The sample was tested after using peg (polyethylene glycol), which generated a result of 21.6. Patient information: 41 year-old female. Patient has not been diagnosed with pancreatic cancer. Historical ca 19-9 results have fluctuated within the range of 2000-7000 over the last 10 years. The customer reported that due to elevated ca 19-9, pet-CT and endoscopy were performed. The results of these tests did not show any significant abnormalities. The customer confirmed that there was no reported patient harm.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was completed as specimen sample was returned for testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any related potential nonconformances, nonconformances, or deviations associated with the likely cause lot number and complaint issue. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. The review of ticket and trending concluded that there were no identified trends. In house testing was performed on lot 55682fp00, which concluded testing met acceptance criteria indicating the product is performing as expected. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I ca19-9xr reagent lot 55682fp00.

Manufacturer narrative:
This report is being filed on an international product, list number 8p32-77 and there is a similar product distributed in the us, list number 8p32-21 / 31. All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The user reported falsely elevated alinity I ca 19-9xr and provided the following data: ca 19-9 result was 7466.1 (reference range: 0-37 u/ml). Sample tested on the roche platform, which generated a result of 18.67 (reference range: 0-25 u/ml). The sample was tested after using peg (polyethylene glycol), which generated a result of 21.6. Patient information: 41 year-old female. Patient has not been diagnosed with pancreatic cancer. Historical ca 19-9 results have fluctuated within the range of 2000-7000 over the last 10 years. The customer reported that due to elevated ca 19-9, pet-CT and endoscopy were performed. The results of these tests did not show any significant abnormalities. The customer confirmed that there was no reported patient harm.